Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 26mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, the physician deployed the left disc of the device inside the left atrium (la) but it got a cobra form. They removed the entire system from the patient, recovered the device and tried again but the same thing happened. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 24mm amplatzer septal occluder was chosen and that one ended up with the left disc looking inflated (not flat). With a soft push with the sheath, the device got the perfect way and finally after checking everything, the device was released successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2026, a 26mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, the physician deployed the left disc of the device inside the left atrium (la) but it got a cobra form. They removed the entire system from the patient, recovered the device and tried again but the same thing happened. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 24mm amplatzer septal occluder was chosen and that one ended up with the left disc looking inflated (not flat). With a soft push with the sheath, the device got the perfect way and finally after checking everything, the device was released successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. Imaging was received from the field showing a cobra and bulbous like deformation. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.